Event description:
I use smile direct aligners to straighten my teeth. It was not working and my teeth and gums were hurting. I then went to see my dentist and said I have gum disease and should not have started smiledirect in my condition and that it was making the gum disease worse. I stopped using the aligners. FDA safety report ID# (B)(4).